Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the disposable didn't dispense and drug. The device ran with the disposable for 168 hours. No adverse patient effects were reported by the customer. Lock level on infusion was set to 2. A cstd was used to fill cassette.